Manufacturer narrative:
Additional information was received that no further information could be obtained.

Event description:
A report was received that the patient underwent a surgery for an unknown reason.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2218-50, serial#: (B)(4). Description: linear st lead, 50cm.

Event description:
A report was received that the patient underwent a surgery for an unknown reason.